Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr us 2.25 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a shaft break at 60.5cm distal to the distal end of the strain relief. Additionally multiple hyptoube kinks were noted along the entire length of the shaft. A visual and tactile examination of the outer and mid-shaft section found no issues.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.25 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the device broke while being loaded onto an interventional wire. The device was removed and completed the procedure with another of same device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.25 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the device broke while being loaded onto an interventional wire. The device was removed and completed the procedure with another of same device. There were no patient complications reported.